Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09734. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that an unexpected stress applied to the cable unit due to the user's improper handling likely caused the malfunction in the cable unit, leading to the coarse images. Olympus will continue to monitor complaints for this device. As stated on the IFU and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
The referenced camera head was returned to the service center. The evaluation confirmed the unable to white balance the camera. Grainy image. The cable unit was found defective. The customer declined to repair and the camera head was returned unrepaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during procedure, the high definition autoclavable camera head's image did not appear / grainy and was unable to white balance. No patient injury or harm was reported.